Manufacturer narrative:
The reported event of device had over infusion of nafcillin was created to document the event that the customer reported. The customer did not return the device for evaluation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of over infusion of nafcillin based on the crb review and the limited information provided no further investigation actions will be performed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. The reported issue that the lvp over infusion of nafcillin could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. There is not enough information in the file to determine if a CAPA should be referenced.

Event description:
It was reported that the scheduled nafcillin intravenous piggyback (ivpb) dose was scanned and hung. The correct rate was sent to the alaris pump (200 ml/hr). Approximately 10 to 15 minutes later, the alaris pump began alarming with no message. At that time, the nafcillin ivpb bag was empty. The entire dose was given in the 10 to 15 minute timeframe. The clinician reviewed the alaris pump and it showed that approximately 18 minutes were supposed to be left in the administration time based on the appropriate rate and volume to be infused. Customer reported that the pump was removed from service and tagged for maintenance. There was no adverse effects caused to the patient in the event.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the scheduled nafcillin intravenous piggyback (ivpb) dose was scanned and hung. The correct rate was sent to the alaris pump (200 ml/hr). Approximately 10 to 15 minutes later, the alaris pump began alarming with no message. At that time, the nafcillin ivpb bag was empty. The entire dose was given in the 10 to 15 minute timeframe. The clinician reviewed the alaris pump and it showed that approximately 18 minutes were supposed to be left in the administration time based on the appropriate rate and volume to be infused. Customer reported that the pump was removed from service and tagged for maintenance. There was no adverse effects caused to the patient in the event.